Event description:
During coil embolization, while advancing the coil through the microcather (mc) resistance was felt and the mc was noted to have kinks at the distal portion when the coil stretched. The stretched coil was removed. Prior to event, the coil was out of the mc when the mc was being repositioned.another product was used to complete the procedure successfully. There was no report of pt injury.